Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient heard audible tones and presented to the clinic. The right ventricular (rv) lead was found to have high impedance at the superior vena cava (svc) coil. The svc coil was programmed off and the remainder of the lead remains in use for pacing and sensing. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv coil impedance was varying and was high. Further trouble-shooting was suggested and the physician will make a decision about the lead at an upcoming device replacement procedure. It was later reported that the lead was capped and replaced.